Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the reason for the ipg replacement was unknown. In turn, therapy was restored post operatively.